Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 278 mg/dl. It was also reported that the customer experienced elevated blood glucose (bg) of 515mg/dl; cause was unknown. Elevated bg was addressed via a manual correction injection.